Manufacturer narrative:
The legal claim alleges bilateral hernia repair with the implant of two perfix plug devices. It is further alleged that the patient experienced issues with the left sided repair and underwent explant. Without medical records there is no way to determine which of the two plugs was implanted into the patient's left side. This MDR represents lot number huri1141 (device #2), an additional MDR was submitted to represent the other perfix plug implant (device #1). With the limited information available at this time, an assessment cannot be made regarding the allegations made by the patient's attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion formation and recurrence are known inherent risks of surgery. Adhesions and recurrence are listed in the adverse reaction section of the instructions-for-use as possible complications addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the date of event, date of explant. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the perfix plug implanted to treat the patient's right inguinal hernia. Corrected fields: b3 (date of event), d.6b (date of explant). This supplemental emdr represents perfix plug (device #2). Additional supplemental emdr was submitted to represent perfix plug (device #1).

Event description:
The following was reported by the patient's attorney: (B)(6) 2008 - the patient underwent the repair of bilateral inguinal hernias. As alleged during this procedure the patient was implanted with two bard/davol perfix plugs to repair the hernia defects. (B)(6) 2013 - the patient underwent an additional surgery to repair the left inguinal hernia defect, take down several adhesions, remove the old convoluted mesh plug, and implant a new mesh. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with bilateral direct inguinal hernia and underwent open repair with the implant of two perfix plugs (device #1 & #2). Per operative notes, "in right and left lower quadrant, there were direct defect on the floor of the canal. Large perfix plugs (device #1 & #2) were placed in the defect. The perfix plug onlay meshes (device #1 & #2) were cut to size, placed on the floor of the canal and sutured¿. (B)(6) 2013 - patient had left groin pain thereby underwent left groin exploration with removal of the mesh and lichtenstein repair of left inguinal hernia. Per operative notes, "the patient was noted to have extreme inflammation in all the subcutaneous tissues. The perfix plug onlay mesh (device #1) was apparent and then debrided from its attachments. A convoluted perfix plug (device #1) was then noted within the left groin and was then sharply debrided from its surrounding attachments. Lichtenstein repair was performed and a piece of bard mesh (device #3) was cut and placed." (Note there was no mention of perfix plug (device #2) during the procedure) attorney alleges that that the patient had adhesions, mesh migration, mesh shrinkage, pain, tenderness in the left groin at the level of symphysis pubis, inflammatory response to prior mesh plug, prior mesh plug convoluted and internal ring was obliterated with the mesh.

Manufacturer narrative:
The legal claim alleges bilateral hernia repair with the implant of two perfix plug devices. It is further alleged that the patient experienced issues with the left sided repair and underwent explant. Without medical records there is no way to determine which of the two plugs was implanted into the patient's left side. This MDR represents lot number huri1141 (device #2), an additional MDR was submitted to represent the other perfix plug implant (device #1). With the limited information available at this time, an assessment cannot be made regarding the allegations made by the patient's attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion formation and recurrence are known inherent risks of surgery. Adhesions and recurrence are listed in the adverse reaction section of the instructions-for-use as possible complications if additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2008 - the patient underwent the repair of bilateral inguinal hernias. As alleged during this procedure the patient was implanted with two bard/davol perfix plugs to repair the hernia defects. On (B)(6) 2013 - the patient underwent an additional surgery to repair the left inguinal hernia defect, take down several adhesions, remove the old convoluted mesh plug, and implant a new mesh. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.